Event description:
The customer stated, he was hospitalized for high blood glucose and the reading was 572 mg/dl. The customer stated that the insulin pump began alarming no delivery when she was taken to the hospital. Troubleshooting was performed and the insulin pump passed the prime test and no alarms occurred. Explained to the customer that if infusion set hits a muscle or scar tissue, high blood glucose and alarm could have occurred.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.